Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. The touchscreen flex circuit failed the required resistance testing. In addition, the pil technician verified that there were some open circuits on the touchscreen. The high out of specification resistance and open circuit results were found to be the cause of the touchscreen misalignment and the reason for the confirmation of the customers alleged touchscreen issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the ventilator was not responding to touch. The field service engineer (fse) went to the customer site and confirmed the device was not responding to touch. The touchscreen was replaced and the reported issue was resolved. The device passed all required performance tests and was returned to the customer for use. The investigation concludes that no further action is required at this time.